Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procode: odp d9: complainant part is not expected to be returned for manufacturer review/investigation. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. The surgeon prepared the disc space of l5-s1 and requested the implant of height 10mm, 8degrees, 22/9mm foot print. The box was checked but the inner packaging was not checked. The surgeon inserted the implant as planned. The sales consultant noticed that the implant requested did not match the inner label. They looked for the box and inner packaging, which confirmed the discrepancy between the outer and inner packaging; I the implanted sizes was 11mm height, 8degress, 26/9mm. The surgeon was notified of the wrong size, checked the x-ray, and was able to certify that the wrong size of the implant did not impact of the outcome of the surgery. Procedure was completed with no delay. There was no patient impact. No revision surgery is planned. This report is for a post ibf hi h 11mm 8deg 26x9. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h4 h6: part: phi81106. Lot: 132548. Supplier: (B)(4). Batch1: released on july 07, 2023. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was not returned to depuy synthes, however photos were received for review. The photo investigation revealed that labels of the device have a different product name than the label of the primary and outer packaging. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the post ibf hi h 11mm 8deg 26x9 would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.